Event description:
Device malfunction: shaft found carved and device stuck. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician in-training in the use of the starclose device attempted arteriotomy closure of a femoral artery after an unspecified procedure. During deployment of the clip on a very obese patient, significant resistance was felt. Reportedly, the physician was unable to push the safety release button and experienced "carving" after advancing the thumb advancer. The device got stuck and the physician pulled the device from the vessel with the vessel locator wings opened. Hemostasis was achieved using manual compression. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.